Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, myopotential inhibition was observed. Review of the electrogram revealed noise that was inhibiting pacing. The suspected myopotential oversensing was confirmed. The patient returned to the clinic and the low frequency attenuation filter was turned off. Oversensing could not be reproduced. The patient condition was stable and will continue to be monitored with routine follow-up.